Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their infusion set was not adhering and they experienced high blood glucose level of 580mg/dl. Customer treated with shots. Customer declined to troubleshoot for high readings. Customer was assisted with troubleshooting for tape not sticking. Customer was advised recommendation for adhesion improvement. The insulin pump will not be returned for analysis.